Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No motor error alarm and no excessive no delivery alarms noted; the motor was tested outside of the device and passed. The insulin pump was monitored and tested with no off no power, no weak battery and no blank display noted. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corner and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm, an off no power alarm, then the device shut off after changing the battery. The customer's blood glucose level was unknown. The customer completed troubleshooting and found that she was able to rewind the device, however, there was more than one motor error alarm. The customer also found a weak battery alarm and a no delivery alarm in the device history. After more troubleshooting, the display returned. Customer performed the self-test and it passed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.